Manufacturer narrative:
The field service engineer found the issue was due to improper calibrations. He cleaned the dilution vessel, vacuum, and sipper nozzle. He recalibrated the ise assays and ran precision testing and qc, which were all acceptable. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The electrode lot number was dnq80. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results for approximately 10 patient samples from the cobas pro ise analytical unit. One example was provided. The initial sodium result was 131 mmol/l, and the repeat result was 137 mmol/l. The repeat result was believed to be correct.